Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that one night last week her blood glucose exceeded 400 mg/dl. She treated with a bolus but that didn't seem to bring her glucose down; she then treated with a manual injection of long acting insulin. The customer treated with long acting insulin for two to three nights, and her blood glucose ended up going low so she stopped that particular treatment. The customer was advised not to give herself the long acting insulin unless her health care professional tells her to, and that she should also speak the professional's advise on high blood glucose treatment as well. The customer's blood glucose has been normal the day of the call. Additionally, she mentioned air bubbles in her reservoir a couple set changes ago, but she resolved that issue herself. No products were shipped or returned.